Event description:
The surgeon reported a patient was treated on (B)(6) 2011 for a ptk (phototherapeutic keratectomy) on the left eye for a diagnosis of ebmd (epithelial basement membrane dystrophy). At the three month post op, the patient presented with what appeared to be a central island which resulted in a myopic shift of 2.2 diopters. The patient's best corrected distance vision was 20/20-2 however, was described as poor quality. The doctor also had indicated that the laser had some issues in the morning prior to the treatment, however, the clinic technicians and the amo field service corrected the issue.

Manufacturer narrative:
Field service was not requested for this issue. Amo field service was conducted on the laser unit prior to the ptk treatment in the morning due to a report of high refill. The field service specialist and the clinics service technicians replaced optics to improve refill and verified system met specifications upon departure. No issues with the equipment were reported occurring during the treatment. An amo medical monitor discussed event with the doctor and future surgical options. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The doctor reported that at the 5 month post-op exam the patient's visual complaints were unchanged, which included ghosting of images and distortion. The patient's best-corrected visual acuity in the left eye (os) was 20/25+2. The patient tried soft contacts for monovision and could not see well enough in the left eye for near vision. The patient was not currently willing to wear rigid gas permeable lenses (rgp's). The patient's exam at the slit lamp was unremarkable with a well-healed cornea with excellent epithelium and the central island was unchanged in appearance. The doctor indicated that he planned to do a repeat ptk in the left eye to flatten the central island as much as possible. (B)(4). All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted.